Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21aug2020.

Event description:
The biomed reported watch dog failure after replacing the flow sensor assembly. The biomed replaced the flow sensor assembly due to the unit failing accuracy tests. The customer contacted product support and was advised to check the connections on the flow sensor ribbon cables and the ribbon cable from the data acquisition board to motor controller board. Product support advised the customer to put the old flow sensor back in to see if the error goes away. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
The customer was unable to provide any additional information regarding the event. However, it has been confirmed that the device is operational and available for use.